Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) triggered a charge timeout for excessive charge time at end of service (eos). The clinician noted they were waiting for recommended replacement time (rrt) for replacement, but the ICD never got there. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.